Event description:
It was reported that after successful deployment of a vascular stent in the sfa, the outer sheath detached near the handle of the delivery system during withdrawal of the device. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.